Event description:
A customer reported a cartridge change error with their insulin pump, resulting in a high blood glucose level of 545 mg/dl. The customer managed the elevated glucose level with a corrective injection but did not require third-party assistance. Technical support instructed the customer on inspecting various parts of the pump and cleaning the pneumatic tap area; however, the cartridge could not be successfully loaded onto the pump. The case was escalated, and technical support sent a loaner pump to the customer, as the existing pump was out of warranty.